Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in clinic follow-up, decreased sensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. The rv lead was explanted and replaced. The patient was stable.